Event description:
It was reported that, during routine device interrogation, variability in threshold readings was observed on the right ventricular (rv) pacing lead. Diagnostic testing and troubleshooting was performed in the clinic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead (B)(6) 2008. (B)(4).